Event description:
It was reported that the pt experienced a power on reset (por) and no longer felt stimulation. The por was resolved via use of a programmer. The pt recovered without sequela. The reason for por is unk.

Manufacturer narrative:
(B) (4).